Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 42 mg/dl and 350 mg/dl. Customer was treated for their glucose levels with insulin pump. Customer did not report symptoms related to the low blood glucose level. It was not reported whether auto mode was active at the time of the incident. Customer reports they did receive a calibration not accepted alert. The insulin pump will not be returned for analysis.